Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 29-dec-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The lens was found coated in an unknown liquid and cut in half. The lens halves were cleaned revealing that the lens was damaged and scratched. The physical characteristics of the received lens was confirmed to match that of a drn00v model lens. No further evaluation was performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation the surgeon observed the preloaded intraocular lens (iol) to be cracked. There was no patient harm reported. The iol was removed and replaced with a backup device in the same procedure. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section d6a - implant date: n/a - lens was removed/replaced during the same procedure. Section d6b - explant date: n/a - lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to (B)(4). Has been submitted.